Event description:
The manufacturer received information alleging there is a black substance in the water box and mask. The reporter states " an "engineer disassembled the host, found that the soundproof cotton inside has been decomposed". No other specific device malfunction, use error, failure, labeling, or other deficiencies that are relevant to the harm reported. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harm reported. This notification was reviewed by the clinical expert due to the report that was received from a patient on being diagnosed with pneumonia caused by allergies. No other clinical information or medical interventions were reported. Based on information available at the time of this review, there is insufficient evidence to pronounce these events as a serious injury, as defined in 21 cfr 803.3(w). The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.